Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. A review of retain testing from previously conducted case (B)(4) met both accuracy and strip repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 365984a, no product deficiency was found. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. A review of the manufacturing records revealed that the lot had met release specifications. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected result. Certain relevant conditions can contribute to discrepant inr results. The patient was reported to have arthritis. Acute and chronic inflammatory conditions were identified as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. Patient's therapeutic range: 2.5 - 3.0. (B)(6) 2015 inratio = 2.5. (B)(6) 2015 inratio = 2.7; repeat inratio = 2.7. (B)(6) 2015 lab = 1.9. Time between first inratio test and lab 5 hours. Time between lab and repeat inratio 3.5 hours. No reported adverse patient sequela. No additional information provided.